Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device had a piece of the distal end rubber coating torn off. Other observations are that the device had a leak from the distal end and one in the channel where a tear was noted with a borescope. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the plastic coating was missing from the distal end of the device. There is no harm reported to any patient or persons.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jul 6, 2022: event took place during reprocessing. It is not known how the distal end rubber coating (a-rubber/plastic coating) came to be missing. The device was being reprocessed and not in use for a procedure at the time. It is not known if the device was inspected prior to the start of reprocessing. The device was not dropped nor came in contact with a hard surface or sharp corner.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: pressure inside the device may have increased due to the following: when air was fed into the biopsy channel during storage of the subject device, unexpected air entered the device from the leaked location. Due to failure of eog cap or venting connector, sterilization and/or leakage test was inappropriately conducted, and unexpected air entered the device. As a result, a-rubber burst, causing the suggested event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.